Event description:
The affiliate stated the customer reported platelet error messages during system startup involving the coulter lh 750 hematology analyzer. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the six channel preamp card and resolved the platelet startup failure issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Preamp card. In conclusion, the likely cause of the event is attributed to the six channel preamp card. A definitive root cause is unknown. Beckman coulter internal identifier for this report is (B)(4).